Event description:
This spontaneous case was reported by a consumer and describes the occurrence of inflammation ("inflammation because of the essure") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced inflammation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had hysto 6 months ago). Essure was removed. At the time of the report, the inflammation outcome was unknown. The reporter considered inflammation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: "inflammation". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.